Event description:
It was reported that the customer was hospitalized due to non-diabetic reason. The customer's blood glucose level was 32 mg/dl. The customer was admitted at (B)(6) on (B)(6) 2015. The customer was hospitalized for heart issues on (B)(6) 2015 and 2 days later began to have issues where the insulin pump was delivering bolus on it's own. The troubleshooting was performed. The patient was advised that the insulin pump will need to be replaced. The customer was to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised to return the insulin pump with battery and zero out basal rates.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.